Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a scratched lens and a corroded dso seal. There was no evidence to review in the device's event history log. The device was powered up to perform functional testing. Upon review, the reported problem was duplicated. It was determined the faulty board was the root cause, in turn, the main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump alarmed and exhibited error code 45639. It is unknown if there was patient involvement, no adverse patient effects were reported.